Event description:
The hospital nursing staff observed smoke from the left side of the device just after plugging in the auxilliary power supply. Ac power was removed and a fire extinguisher was used on the device. The reported event did not occur during patient use.